Event description:
It was reported that the right ventricular lead exhibited 2385 ohms impedance and a capture threshold of 7.0 v. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.